Event description:
It has been reported to philips that the system has no small focus. The device was in clinical use. Philips has started an investigation of the complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the diagnostic procedure got completed by forcing frontal certeray generator into graceful degradation mode because of defective small filament detected. The philips field service engineer (fse) inspected the system onsite and confirmed that the system has no small focus. Review of the system log file showed x-ray tube filament error. Upon functional testing, fse found that the inductance of small focus on x-ray tube is out of specification. To resolve the issue, fse replaced the x-ray tube and after replacement, the system was returned to use in good working order. The codes were updated based on the investigation outcome. Evaluation method code was corrected.